Manufacturer narrative:
Follow-up #1 date of submission 04/07/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/20/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the black box indicated multiple pump reboots on the event date, as well as a partially discharged battery installation. The pump was exercised for 24 hours and the rewind, load, and prime steps were performed with no duplicated call service alarms.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter stated that the pump emitted a call service alarm after the battery was changed. The alarm instructed the user to remove the battery to silence the alarm, however the alarm continued after the battery was replaced. The reporter attempted to reboot the pump with multiple new batteries; however, the alarm recurred and could not be cleared. The alarm code was not identified. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.